Event description:
The patient presented to the surgeon's office with complains of increased spinal pain. The patient was taken to surgery and two broken pedicle screws were removed and replaced during the repeat spinal fusion.